Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) unit display, during use while the patient was connected in drain 5 of 5, the caregiver (cg) stated the home patient's (hp) patient line disconnected from his transfer set in the middle of drain 5 of 5. The cg stated there was liquid all over the bed but was not sure if it was from when the patient line disconnected from the transfer set. The cg stated the hp reconnected to the patient line. The technical service representative (tsr) advised the cg to end the therapy and perform continuous ambulatory peritoneal dialysis (capd) to complete therapy and to inform the registered nurse (rn) of tonight's events. There was patient involvement and there was no patient injury or medical intervention associated with this event. During a follow-up with the home patient (hp), he stated that the registered nurse (rn) comes in to set up the machine. He stated he kept receiving low drain volume alarms so he was moved from the bed to a chair. The hp stated the chair is better and he is not receiving the alarm. The hp is not sure how the patient line disconnected from his transfer set and does not recall reconnecting. The hp stated he is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the exact transfer set product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for a leak was not confirmed and the root cause could not be determined.